Event description:
Patient called alleging that their test strips were miss-cut. Patient reported that the strips activated the meter, accepted blood, and the meter did not count down. Patient neither alleged harm or experienced injury or medical intervention based on the information provided. The lot of strips is being reported due to malfunction.